Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with: lumbar disc degeneration with positive discography at l5-s1. Central left disc herniation l5-s1. Mild left foraminal stenosis at l5-s1 and underwent following procedures: minimally invasive transforaminal decompression and micro discectomy at l5-s1 on the left. Interbody fusion l5-s1 (bmp 2 bone growth material). Placement of interbody cage l5-s1. Non segmental fixation l5-s1 on the left. Posterior lateral fusion l5-s1 on the left (bmp 2 plus local autograft). As per op-notes, ¿while we were preparing the disc for fusion, we also set up a lit of medium sized bmp-2 and then that was allowed to soak for appropriate time in collagen sponges. Then turned attention to placement of cage. A 9 x 25 mm novel cage was selected and about a 70% of a strip of 1 x 2 inch bmp soaked collagen was placed in the cage and cage was driven in place,nicely placed under fluoroscopic guidance and showed excellent position. Then placed an additional small remaining portion of that strip, plus another strip rolled up into the left side of the disc space where it had been cleaned out.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.